Event description:
The customer originally reported that the device stopped working during a laparoscopic hysterectomy. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury. New information 03/09/2015: the device was returned for evaluation with the insulation damaged and with a sharp bowtie.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the cord had been cut off of the device before covidien received the product and the clear insulation was damaged. Additionally, both knife webs were protruding from the clevis area. One web was sharp and one web was not sharp. The reported condition could not be confirmed. The sample was received with the cord cut off and the cord was not returned. The remaining cord on the sample was too short to splice a cord onto. No functional testing could be performed. Manufacturing non-conformance could not be completed since the lot number is unknown. Two additional failures were found during the investigation. The additional findings did not contribute to the reported condition. The insulation was damaged and the sample failed hi-pot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The jaws opened and closed normally when the handle was activated, however the knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. The IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position.